Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood (bg) glucose level of 47 mg/dl, due to the customer delivering a bolus amount that was too high for the number of carbs eaten. The customer addressed the bg level by eating candy.

Manufacturer narrative:
Brand name, common device name.